Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 555 mg/dl and current blood glucose was 467 mg/dl. Customer treated high blood glucose with manual injection and lots of water. Customer also reported that, during the troubleshooting, it was noticed that, the infusion set cannula was bent. The drive support cap appears normal. Assisted with performing the high pressure test and displacement test both were passed. Based on customer report the insulin pump does not allege the under delivering. Customer also reported with no delivery alarm. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.